Manufacturer narrative:
(B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device thread saw coupling was stripped and defective. It was noted that the clamping screw was defective. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling function, function of all modes, response of the on/off trigger, and performance. It was noted in the service order that it was ¿impossible to tight the blade on the handpiece. Freeheeling for the blade¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.